Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a post lumbar fusion, levels l4-l5, surgeon was preparing the pedicle for screw insertion. The tip of the pedicle awl broke off in the pedicle l5. In the process of removing this tip, it went deeper through the pedicle and ended up in the anterior vertebral body of l5. Surgeon could not remove the tip of the awl. Surgeon completed the procedure with screws that were inserted in l4 and l5 and connected with rods. The broken tip remains in the pt's bone.